Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo o2 ventilator inoperative condition occurred. The customer states "after receiving the device it stopped working". There was no harm or injury reported. The trilogy evo o2 ventilator was returned to the third-party service center for evaluation, and the customers complaint was confirmed. During the evaluation a trilogy evo o2 ventilator test failure occurred during testing in the devices main board. In conclusion the system board was replaced to address the issue. The system meets the specification for the performed service and is returned to use. The suspected system board was sent to the philips product investigation lab for further investigation. A follow up report will be submitted if new information becomes available. New information/linv: the suspected trilogy evo system board was sent to the philips product investigation lab (pil) for further investigation and pil was able to confirm a failure of the system board. Pil installed the trilogy evo system board on the trilogy evo stb and an error code in relation to (data in eeprom is invalid on system/cpu) was recorded in the event log causing a ventilator inoperative alarm immediately after powering on stb. Pil then reset the nv data via rasp and ran therapy for approximately 1 hour and the system board then operated without issue. In conclusion the test failure was due to a software issue. The trilogy evo system board was scrapped.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo o2 ventilator inoperative condition occurred. The customer states "after receiving the device it stopped working". There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy evo o2 ventilator was returned to the third-party service center for evaluation, and the customers complaint was confirmed. During the evaluation a trilogy evo o2 ventilator test failure occurred during testing in the devices main board. In conclusion the system board was replaced to address the issue. The system meets the specification for the performed service and is returned to use. The suspected system board was sent to the philips product investigation lab for further investigation. A follow up report will be submitted if new information becomes available.

Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator inoperative condition occurred. The customer states "after receiving the device it stopped working". There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.